Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implant date: (B)(6)2018; 6935m55, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement, non-capture and non-measurement of p wave. The lead was revised and remains in use. No patient complications have been reported as a result of this event.